Event description:
It was reported the programmer was sent in for service to repair the screen. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of device display being cracked. It was also noted that the keyboard was missing screws and pulling apart at the right hinge pin, the handle was cracked, and the sensor liquid crystal display (lcd) panel test was out of specification.